Event description:
Report received indicated the balloon would not inflate and leakage was noted. Percutaneous transluminal coronary angioplasty (ptca) was being performed to the distal right coronary artery. The vessel was heavily calcified and slightly tortuous with 95% stenosis. It was an elective case. Is unknown if pre-dilation was conducted. The stent delivery system (sds) was delivered to the target lesion though there was difficulty during its delivery due to the heavy calcification. Subsequently, pressure was applied to the balloon at the target site; however, the balloon would not inflate. Consequently, the sds was removed from the pt and another drug-eluting stent (taxus) was implanted. The physician noted that leakage was confirmed because the physician found blood inside of the balloon. There was no adverse consequences to the pt.

Manufacturer narrative:
This product will be return for eval and testing. Additional info will be sent within 30 days upon receipt.